Event description:
It was reported that the bd luer-lok¿ tip syringe damaged, cracked. The following information was provided by the initial reporter: cracked syringes what is the patient outcome?: are there any adverse events/serious injuries?: no patient involvement. - was there a delay of, or change in, the course of treatment due to the event?: unknown. - what type of procedure is being performed?: heart cath procedure. - what was the medication/fluid in use at the time of the event?: unknown. - how long was the crack?: approximately two inches. - was there leakage due to the crack?: yes.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
One photo of a 10ml luer-lok syringe were received by bd. A quality engineer was able to review the photos from lot number 2230628 regarding material number 301029. The image shows a loose syringe in a biohazard bag with a 1inch crack on the side of the barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 2230628 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.